Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the vns programming history database, it was observed that a faulted system diagnostic test occurred on (B)(6) 2006 which inadvertently changed the settings to unintended parameters. The normal and magnet output current was programmed back to 1.0ma, but the other settings were not. The device was turned off the next visit on (B)(6) 2006 and then reprogrammed to the programming anomaly settings. The off time was not corrected from 60 minutes until (B)(6) 2008 by a different programmer. No patient adverse events were reported. Manufacturer labeling lists the importance of performing final interrogations prior to patient's leaving the clinic to identify and correct such programming anomalies.